Event description:
It was reported to resmed (B)(4) that an astral ventilator's power supply unit (psu) was not functioning. There was no patient injury reported as a result of this incident. MFR ref#: 3004604967-2015-00154.